Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. The patient was reported to be doing well since having the replacement surgery. As the device was not returned for investigation, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter replacement. Representative reported that the patient stopped receiving pain relief and had a few volume discrepancies. Representative reported that a dye study was performed where the physician had difficulty pushing the dye. Patient had a pump replacement months ago so the doctor wanted to replace the catheter this time to see if it would help. The original catheter was discarded at the end of the surgery. It was reported that there was a kink in the catheter. It was reported that the patient is doing well since having the catheter and pump replaced. Initial MDR 3010079947-2022-00055 was opened to address the pump replacement.